Manufacturer narrative:
On (B)(6) 2013, the doctor had seated a post with crown attached on tooth #21 for the patient; however, the cement had set too quickly and the crown was seated too high. The doctor removed the restoration, cleaned it out and re-seated it; however, the doctor believed he may have perforated the canal of the tooth while removing the cement. On (B)(6) 2013, the patient reported experiencing pain and swelling in the tooth. An x-ray was taken and confirmed the canal was perforated. The patient was prescribed antibiotics (amoxicillin) for treatment. On (B)(6) 2013, the patient reported still experiencing pain and swelling; therefore, the doctor extracted the tooth. On (B)(6) 2013, a new restoration was cemented using maxcem elite, without further incident. To date, the patient has fully recovered and is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Manufacturer narrative:
The doctor alleged that the maxcem elite related to this alleged serious injury was part of an ongoing recall, but could not confirm the exact lot number of the product used.

Event description:
A doctor alleged that the maxcem elite clear had set up too quickly while seating restorations for two (2) patients. This is the first of two (2) reports.